Event description:
Although the doctor did not activate the forceps, it had outputted energy.

Manufacturer narrative:
The device in question has not yet been returned by (B)(6) medical. Conmed will file a follow-up report within 30 days to disclose the findings from conmed's investigator.

Manufacturer narrative:
The suspect device has not been returned by the reporting facility. An e-mail was sent to the reporting facility on (B)(4) 2011, to inquire about the return of suspect sample. A response was received on (B)(4) 2011. The message stated that the facility would verify if the sample was sent or not. At this point, conmed is considering this to be a 'non-sample' complaint. If a sample should be received, the evaluation results will be forwarded to the f.d.a. The device has not been returned yet.

Manufacturer narrative:
The cable was returned to conmed and was evaluated. The investigator noticed that the insulation on the cord attached to the piece that connects to the forceps was pulled back exposing the wire. When the cord was connected to an electrosurgical unit (esu), the esu had indicated that the 'coag' function had been activated. The reported malfunction of the cord self-activating had been confirmed. The lot number was not provided so conmed was unable to determine the age of the product. Going forward, conmed will inquire about the technique used to disconnect the forceps from the cable as this could be a contributing factor. The forceps should be disconnected by grasping the connector piece as opposed to the cable.